Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with visible moisture behind the display lens. The pump does not power on; auditory and vibratory features are not functional. The pump failed leak testing due to a crack between the display lens and the case seal. The pump cover was removed and internal moisture was observed inside the pump. Additional testing could not be completed due to the moisture and the pump not powering on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter indicated that the pump was worn while swimming and the pump would no longer power on and water was noted under the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.